Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2012. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a superior vena cava lead impedance alert and the impedance was high. Isometric testing was performed and the impedance was found to be normal. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.